Manufacturer narrative:
Customer technical support (cts) had the customer to reattach the tubing at vc12 (sheath flow restrictor) that fixed the leak and clean the bed backward sensor and reset the analyzer. The customer ran samples and was still getting the same error message. The cts had the customer to run a startup and controls, and the analyzer was running without problem. It is suspected that the bed position sensor got wet from the diluent leak and after drying out the unit performs properly. Failure mode was detached tubing at vc12 which can compromise the effectiveness of the backwash. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak from the bottom of vc12 (sheath flow restrictor) on the coulter lh 780 hematology analyzer. The volume of the leak was 20 ml and the leak was not contained within the instrument. The customer stated that the leak had sprayed around in and out of the analyzer. The analyzer generated bed not backwards errors. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including a laboratory coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.